Event description:
Smiths medical cadd high volume administration set used to administer tpn reported to have holes and leaking during infusion. Retrieved tubing from pt home for inspection which confirmed the pt's concern. Isolated the affected lot number of 2019-12 compounded tpn by pharmacy, cadd infusion pump. Daily for 15 hours. Dates of use: (B)(6) 2015. Diagnosis or reason for use: administration of tpn to child.